Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection confirmed an amplatz super stiff guidewire remained inserted through the guidewire lumen. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. Several kinks were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The plunger tip was detached from the plunger tube. The detachment appeared to be associated with the pull force applied on the head of the plunger while retracting the distal end through the introducer as the plunger tube was bent with necking or elongation. Deformation and gouge marks were noted on both catheter tabs. This type of damage to the catheter tabs is typical of wear associated with pull force on the valve frame loops. Careful examination of the catheter tabs found no pieces missing. The reported event stated that the user tried to retrieve the valve back into the introducer sheath after the valve was 80% deployed. The IFU instructs the user that ¿it is not recommended to retrieve the valve from the patient once deployment is initiated. Removal of a partially deployed valve using the catheter may cause mechanical failure of the delivery system, and patient injury.¿ the user found that it was not possible to close the capsule completely as the valve was only attached to one tab. This is the most likely cause for the plunger tip to become separated. The IFU also instructs that the capsule must be closed before catheter removal, and if increased resistance is encountered when removing the catheter through the introducer sheath, to not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and or harm to the patient. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The evidence of elongation on the plunger tube, indicates that the plunger (likely the tip) caught on something while the operator was still applying tension during retrieval. However, without angiographic record to assist in determining the chain of events, medtronic is unable to conclusively determine how the plunger tip separated.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deep in the annulus while at 80% deployment. The physician attempted to pull the valve back, while still attached to the delivery catheter system (dcs), however the valve dislodged out of the annulus. When the physician tried to retrieve the valve back into the introducer sheath, one of the tabs fractured on the dcs, so that the valve was only attached by one tab. It was not possible to close the capsule completely. As a result, it was not possible to retrieve the valve back into the sheath. Subsequently, the physician left the valve implanted in the aorta below the renal arteries. The valve was then surgically removed. The physician noted that no pieces of the fractured dcs were left in the patient. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.